Event description:
In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a gore excluder aaa endoprosthesis contralateral leg component were implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted, but the proximal type I endoleak persisted.

Manufacturer narrative:
The devices remain functioning in the patient. The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#04923641) and a gore excluder aaa endoprosthesis aortic extender component (lot#04727818) were also implanted.